Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was an issue with the device telemetry. The save to disk file revealed the device incurred 43 crystal errors, with the last one on (B)(6) 2017. A ¿crystal error¿ will prevent or delay a linq device from entering a telemetry session. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could not use remote activator to activate event due to telemetry errors on the implantable cardiac monitor (icm) which prevent the device from entering a telemetry session. The device is still in use with a planned explant date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the returned device was inconclusive. Device analysis confirmed that the reported failure was due to a telemetry acknowledge delay. The telemetry acknowledgment responded after approximately 22 seconds which is not within the nominal time limit. A review of the save to disk file (s2d) and interrogated data revealed that the device incurred many crystal errors. The crystal error count registers were cleared. Testing and evaluation reported normal operation with no reporting crystal error counts. After 32 hours of monitoring there was no confirmation of an abnormal condition that would have resulted in crystal errors. The device functioned nominally. The cause of the telemetry delay was not determined. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.